Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by jensen c, et al. Gait posture (2015). It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. Please note: biomet attempted to submit a report to make FDA aware of the events outlined in the journal article.. Multiple submission attempts failed on the following dates: (B)(4) 2015. This article was attempted for submission within the 30 day timeframe; however a new report had to be created (this manufacturer report number) for resubmission.

Event description:
Information was received based on review of a journal article titled "the use of the gait deviation index for the evaluation of participants following total hip arthroplasty: an explorative randomized trial." The study aimed to evaluate pre-to-postoperative gait pattern changes after total hip arthroplasty and identify factors which might be predictive of outcome. The gait deviation index (gdi) was utilized to measure outcomes among 38 trial participants. The outcomes for the patients were as follows: eighteen (18) patients improved. Twelve (12) patients showed no evidence of change. Eight (8) patients deteriorated. In conclusion, despite improvements, the rha patients did not demonstrate significant greater improvement in gdi compared to tha patients at 6 months after surgery. The preoperative gdi score was a strong predictor for postoperative gait quality improvements, while there was no predictive value evident for gender, age and preoperative walking speed. The gdi increased after surgery, which indicates an overall improvement in gait function.